Event description:
(B)(4) clinical trial. It was reported that stent restenosis occurred. In (B)(6) 2011, the patient presented with symptoms of stable angina and was referred for cardiac catheterization. Coronary angiogram revealed an unknown taxus liberte stent in the proximal to mid left anterior descending artery (lad) with in-stent restenosis. The patient had a 75% stenosed lesion with a length of 25 mm and a reference vessel diameter of 2.5 mm located in the 1st diagonal that was treated with pre-dilatation and placement of a 2.75mm x 38mm promus element stent with 5% residual stenosis. The patient also had a 80% stenosed lesion with a length of 20 mm and a reference vessel diameter of 2.5 mm located in the mid lad extending into the 2nd diagonal that was treated with pre-dilatation and placement of 2.50mm x 24mm, 2.75 x 28 mm and 3.0 x 24 mm promus element stents in an overlapping manner. Following post dilatation, using kissing balloon angioplasty, residual stenosis was 5%. The patient was discharged that same day on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. The device was not returned for analysis. The batch number was unknown, but the dfu for the product family was reviewed. There was no evidence that the device was used in a manner inconsistent with the labeled indications. The events reported are listed in the dfu, as potential adverse events. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).